Manufacturer narrative:
Additional attempts at obtaining more information regarding this incident have not been successful.

Event description:
The feeding tube was surgically placed in the pt in 2006. The balloon was filled with 10 cc of sterile water. The tube reportedly failed 6 days later. The hospital reported peritonitis shock and that the pt expired. The hospital stated that the pt expired after the peritonitis, but it is not clear if this situation is related to the feeding tube. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying information rec'd from outside sources pursuant to federal regulations.